Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the pins on the expiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the expiratory limb were out of specification as they were bent and split, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed 1 other similar complaint for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that the "two small spikes" on the expiratory limb of an rt200 adult breathing circuit were bent. The bent pins were observed prior to patient use.